Manufacturer narrative:
Article citations: 'breast implant texturization does not affect the crosstalk between msc and alcl cells' monia orciani ,miriam caffarini, matteo torresetti, anna campanati, piercamillo parodi, giovanni di benedetto, and roberto di primio; inflammation (2018 nov 16). Journal code: 7600105. E-issn: 1573-2576. L-issn: 0360-3997. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. (B)(4).

Event description:
Through journal article 'breast implant texturization does not affect the crosstalk between msc and alcl cells' it was reported that a patient experienced capsular contracture baker grade iii. Treatment: implant replacement and capsulectomy. The affected side is unknown.